Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found no damage. A review of the event history log found a 'high-pressure' alarm. Functional testing was unable to duplicate the reported problem. The most probable cause is a possible defective dso sensor or cassette product. As a preventative measure, the dso and uso sensors were recalibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a high-pressure alarm. There was known patient involvement.